Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) resulting in tissue injury appears to be related to challenging patient anatomy (restriction pathology). Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The final tr was grade 4. There were no adverse patient effects or clinically significant delays were reported. On an approximate date, (B)(6) 2025, it was determined that the implanted clip had a single leaflet detachment and was no longer attached to the anterior leaflet and it appeared that the leaflet was torn. The mr increased to grade 4. On (B)(6) 2025, a patient presented with grade 4 functional tr for a secondary mitraclip procedure. During the procedure, a triclip was successfully implanted and stabilized the slda clip. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported for the second procedure.